Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. As stated above, ventricular rupture is typically not device related. In this case, it appears that an over-sized valve had a direct association with the event. There has been no indication or allegation of a product malfunction. The root cause of this event was likely due to procedural related factors. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned that this 27mm mitral pericardial valve was implanted, then explanted due to possible left ventricular rupture. This device was originally implanted for mitral valve replacement to correct mitral regurgitation. After implant, possible left ventricular rupture occurred and was treated with a pericardial patch. After treating the ruptured area, the device was replaced with the same model valve, one size smaller, while the patient was on bypass with no adverse patient effects reported as a result of the valve replacement. The device was not returned for evaluation as it was discarded at the hospital.